Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device not returned therefore analysis of complaint device could not be performed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilation. However, on the initial inflation at 4 atmospheres for 3 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications reported and the patient's status was stable.